Event description:
It was reported that a novum iq syr us eng had the plunger made a clicking popping sound during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of clicking while running an infusion was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the mechanism and flange assembly. The mechanism and flange assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.